Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the roadrunner wire caught on the tip of the catheter while it was being removed. The procedure was completed with another wire, and there were no injuries or additional procedures reported. It was further confirmed that the distal tip was separated and the coil was elongated.